Manufacturer narrative:
The device was received by resmed and an evaluation confirmed the complaint. Replacement of the pneumatic block would address the reported problem. The device had signs of improper maintenance and storage based on evidence of insect infestation, therefore, the device was returned to the customer unrepaired. (B)(4).

Event description:
It was reported to resmed that an astral device displayed multiple error messages (sf188, sf219 and sf82). There was no patient harm or serious injury reported as a result of this incident.